Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. The customer states they have changed their set multiple times and are running high. Customer's blood glucose level was unknown. The customer states the no delivery alarm was resolved with a complete set change. The customer states their levels had gone up to 340mg/dl. The customer treated with manual injection. The customer states their levels rose to 402mg/dl and were on their way to the emergency room. The customer continued to call back and state she keeps getting no delivery alarms. Troubleshoot was conducted and the pump was found to be operating as designed. The customer mentioned she will be calling back after she speaks with her local representative. No further assistance was provided at this time.